Event description:
It was reported that the procedure was to treat a left anterior descending artery. A 2.25x12mm trek balloon was then advanced in the patient when resistance with anatomy was noted, but the balloon was still able to reach the lesion. The balloon was inflated once but ruptured at 7 atmospheres. The trek balloon was removed and again met resistance with anatomy. Then a rotablator was used due to the heavy calcification which then caused a perforation which was then treated via a non-abbott balloon. It was confirmed that the trek balloon did not cause or contribute to the perforation. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.